Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "reduced cardiopulmonary reserve", eye and nose irritation, dizziness /headache, and respiratory tract irritation. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a scratch on the flip lid assembly and several scratches on the side panel. And observed dust like contamination on the flip lid assembly, humidifier bottom enclosure and on top of the water chamber. The manufacturer observed dust like contamination consistent with potential mineral deposits in the water chamber, humidifier bottom enclosure and interior side of the flip lid assembly. Evidence of sound abatement foam degradation/ breakdown was not observed. Multiple contaminants that are not consistent with degraded sound abatement foam. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "reduced cardiopulmonary reserve", eye and nose irritation, dizziness /headache, and respiratory tract irritation. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.